Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii, and deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation revision with mentor smooth round moderate plus profile, 450cc saline prosthesis experiences left sided capsular contracture grade iii, and deflation post operation. The issue was diagnosed through patient symptoms. As a result, the patient underwent unilateral replacement with left serial number (B)(6) on (B)(6) 2025.

Manufacturer narrative:
Device evaluation completed on december 03, 2025: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned device determined that a tear was found on the anterior aspect of the breast implant, measuring approximately 1.0 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. On december 3, 2025, mentor became aware that the followup: #1 misseed reporting that the capsular contracture grade updated to IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on november 25, 2025, patient underwent partial capsulectomy, capsulography, mesh placement, and implant exchange over the left breast. Due to lack of availability of a salient implant, a 450 cc silicone implant was placed as a temporary spacer. Dense, very thick capsule contracture was noted. The upper capsule was dissected and sutured down. Portions of the lower capsule were excised and also incised, leaving a lower hemisphere of breast tissue with the capsule in place but divided. A sheet of mesh was placed in the lower pole to hold it in place. A macro will be inserted for the actual procedure itself. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).